Manufacturer narrative:
The hydrus microstent was returned to the manufacturer for evaluation; the device investigation findings will be provided in a supplemental report. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Microstent explantation is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
A hydrus microstent was explanted from a patient postoperatively. The date of explant and reason for explant is unknown at this time. Additional information has been requested.

Manufacturer narrative:
Correction: the user facility informed ivantis on january 15, 2020 that the device lot number was reported in error and the lot number associated with the implanted/explanted microstent is not known. Therefore, the following device identifiers and related information reported in the initial report are no longer applicable: h6: method code 3331 is redacted. H10: device history record review of manufacturing lot is redacted. Device evaluation: the explanted hydrus microstent was returned to the manufacturer for evaluation and subjected to visual inspection and dimensional analysis. Visual inspection revealed dry tissue firmly adhered to the distal end of the microstent; this finding is indicative of encapsulation due to malpositioning of the microstent in tissues adjacent to schlemm's canal (e.g., iris or ciliary body). The implant was received retracted within the delivery system that was used to explant the microstent. Note that the original delivery system was discarded at the time of implantation and was not available for analysis. The microstent met all dimensional and visual specifications. Manufacturer reference #: (B)(4).